Manufacturer narrative:
Correction to initial reporter address.

Event description:
The customer reported breakage of an IV administration set during an infusion of insulin at 0.1 unit/kg/hr (12.5ml/h), that resulted in leakage of the medication. The patient required additional point of care glucose monitoring but no lasting harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of ¿breakage¿ of the IV set was confirmed. Visual inspection observed that the set was in two pieces. The site of complete detachment was at the tubing inlet of the patient-end y-site. The edges of the tubing at the site of separation had a jagged, uneven appearance, characteristic of being torn rather than sliced. It was noted that a small piece of tubing remained inside the entrance to the y-site. Functional testing was not performed because the set was split in half. The root cause for the tear in the tubing could not be determined.